Manufacturer narrative:
Based on the current information provided, the surgeon converted the procedure due to the surgical field was extremely wet due to chemotherapy, and the identification of the cutting line was difficult. There was no allegation of a malfunction of a da vinci product causing or contributing to the injury.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the surgery was converted to a laparotomy procedure after the surgeon found it difficult to identify the incision line of the tissue containing cancer. The patient was undergoing chemotherapy and had severe lymph node edema. The surgical field was extremely wet due to chemotherapy, and the identification of the cutting line was difficult. The doctor commented that laparotomy was a better option to identify the incision line than continuing to use da vinci system. There was no issue with the da vinci system, and the conversion was done at the doctor's discretion. The hospital confirmed that the surgery was completed successfully.